Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The used tubing set cannula and syringe were returned and visually inspected. In return condition, the gray tip plunger was inside the syringe. The small parts tray (smpt) was not returned. No silicone oil was observed around all the returned components. The smpt from lab stock was used for testing. A calibrated console was used to test the sample. The consoles could recognize the vfc (viscous fluid control) by illuminating green on the led (light emitting diode) ring. The sample was filled with silicone oil per directions for use (dfu); in injection mode the plunger moved freely and met specifications. Extraction mode was then selected and the vfc could aspirate silicone oil into the barrel of the syringe; no anomalies were observed during this step. Pressure was stable during functional testing. The plunger in the syringe moved smoothly during operation. Additionally, all connections were found to fit securely. No anomalies were observed during product evaluation. The investigation conducted a non-conformance review of the reported lot number. No deviation were identified that would have contributed to this event and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint, therefore no action will be taken for this occurrence. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that product could not be removed when connected during cataract and vitrectomy combination surgery. The surgery was performed and completed after replacing the product with another one. There was no patient impact.